Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. The problem occurred during testing in biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 322. A review of the event history log identified single occurrence of system error 322 message, but not reproduced during evaluation. The cause was determined to be an out of adjustment link screws which were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.